Manufacturer narrative:
F10. Corrected data, initial report: f10 device code 1291 should have been used for high impedance rather than 1260 used for fracture. H6. Corrected data, initial report: h6 results code 3257 should have been used rather than 3252. H6 conclusion code 67 should have been used rather than 4307.

Event description:
The patient's generator was being replaced due to low battery. High impedance was noticed in the or, and it was noted that this may have been caused by the surgeon during generator removal. The patient's lead was replaced as well. It was noted that the explanted products were destroyed during removal. No other relevant information has been received to date.

Event description:
Information was received from the distributor that pre-op diagnostics were normal. The surgeon was sure that the lead was cut during surgery. No other relevant information has been received to date.